Manufacturer narrative:
The lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is two centimeters from the set screw mark of the clik x anchor, however no exposed cables where observed at the fracture location. The lead was kinked after it exited the clik x anchor resulting in the reported complaint of the patient experiencing inadequate stimulation due to high impedances. A labeling review was performed on the lead instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event as traced to component failure.

Event description:
It was reported that high impedances were causing inadequate stimulation. The device was reprogrammed and was temporarily successful. Additional impedances were noted several months later, reprogramming was attempted again, but was not successful. The patient underwent a lead revision procedure in which the lead was replaced. The patient is doing well post operatively.

Event description:
It was reported that high impedances were causing inadequate stimulation. The device was reprogrammed and was temporarily successful. Additional impedances were noted several months later, reprogramming was attempted again, but was not successful. The patient underwent a lead revision procedure in which the lead was replaced. The patient is doing well post operatively.